Manufacturer narrative:
Bec is filing this MDR even though the fse did not find any leak. Bec is unable to determine if upon recurrence, the leak reported by the customer would cause or contribute to death or serious injury. (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was leak from the back of the closed tube aliquotter (cta) module of the unicel dxc 600i synchron access clinical system. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) checked the back and under the instrument but could not find any leak. Customer mentioned to the fse that they saw leak near wash buffer tank. The fse tightened the fitting and asked the customer to monitor for further leaks. To date, customer has not contacted regarding any further leak from the back of the cta module.